Manufacturer narrative:
Sections with additional information as of (B)(6)2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter; defect found on returned test strips: high blood results. Root cause: rc-072: vial left open for an extended period of time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 134, 135, 136 and 131 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced e-2 and e-3 using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/25/2025 and open vial date is 04/27/2024. The meter memory was reviewed for previous test result history: result 1: 119 mg/dl, date:(B)(6) 2024 , time: 9:42 am fasting. Result 2: 134 mg/dl, date: (B)(6) 2024, time: 8:34 am fasting. Result 3: 135 mg/dl , date: (B)(6) 2024, time: 8:16 am fasting . Result 4: 136 mg/dl, date: (B)(6) 2024, time: 8:02 am fasting. Result 5: 131 mg/dl , date:(B)(6) 2024, time: 7:51 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in a follow-up call on 11-jun-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.